Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where patient entered the lab with bradycardia in the 40's. After wire placement heart block around 30bpm was noted. The safari wire was successfully placed in the right ventricle (rv) and was used for temporary pacing for the duration of the procedure until emergency physician (ep) placed a permanent pacemaker.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.